Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had t-wave oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead exhibited oversensing. Follow up with the company representative indicated that several reprogramming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.